Event description:
The manufacturer received information alleging a failure related to a ventilator's blower motor was observed. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure related to the ventilator's blower motor was observed. There was no report of harm or injury. Additional information received from a third party service center indicates no issue was observed with the blower motor upon further investigation. The blower motor was replaced for routine preventive maintenance, and not due to an observed failure.